Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that split identified in PICC line resulting in leakage and removal of device. A securacath was used for securement. PICC was inserted on (B)(6) 2024 and removed on (B)(6) 2024. Course of treatment not changed. No actions were taken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr dual lumen powerpicc sv catheter with two needleless injection caps. A circumferentially aligned split was observed between the molded joint and 0cm depth marking. Usage residues were observed throughout the sample. Microscopic inspection of the split surface revealed it was uneven and granular. Radiating wear marks were observed in the vicinity of the split. The features of the split were consistent with material fatigue due to catheter manipulation such as cyclic kinking. The location of the damage suggested that catheter securements techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that split identified in PICC line resulting in leakage and removal of device. A securacath was used for securement. PICC was inserted on (B)(6) 2024 and removed on (B)(6) 2024. Course of treatment not changed. No actions were taken. No other information was provided.